Event description:
It was reported that during the rectosigmoidectomy, when opening the device, the warhead tipped to the side and was not as firm as it should be. While positioning the circular stapler, the instrument broke before firing, with the warhead being cut to the side and unable to be repositioned. The resolution or specific actions taken to address the issue were not specified. There was no patient injury.

Manufacturer narrative:
Additional information: b5, e4(email), g3, h6(rfr and fdd codes were updated) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the positioning of an circular stapler, the instrument broke before firing, with the warhead being cut to the side and unable to be repositioned. There were no consequences or impact to the patient, and no patient symptoms were reported. The resolution or specific actions taken to address the issue were not specified. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.